Event description:
It was reported that the ilet pump screen cracked while the user was at the gym, and a replacement device was sent; the user continued to use the ilet and reported that blood glucose was not impacted. Symptoms included no reported adverse clinical effects. Outcomes included no functional impairment to therapy and no required medical intervention or hospitalization. Investigation included complaint intake, device replacement logistics, and request for return of the original device for evaluation. Investigation of this case revealed a damaged display consistent with physical impact, with the device otherwise functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage rather than a device malfunction.